Manufacturer narrative:
(B)(4). Concomitant medical products¿ unknown hip stem catalog #: ni lot #: ni, unknown hip liner catalog #: ni lot #: ni, unknown hip cup catalog #: ni lot #: ni. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the whereabouts of the device are unknown at this time. The complaint sample was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2018-06800, 0001822565-2018-06801, 0001822565-2018-06802, 0001822565-2018-06803. Insufficient information.

Event description:
It was reported that the patient is alleging harm caused by the device following hip arthroplasty; however the nature of the harm is unknown at this time.